Event description:
Boston scientific received information that the patient received three inappropriate anti-tachycardia pacing (atp) and one inappropriate shock for sinus tachycardia when the rhythm started in the monitor only zone and accelerated into the vt-1 zone. The device was reprogrammed from three to two zones, the ventricular tachycardia (vt) duration was increased and the sustained rate duration was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.